Manufacturer narrative:
Concomitant medical product: 5068-45 lead implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing. It was also reported that the lead had a warning for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.